Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was unable to enter diagnostic mode. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was unable to enter diagnostic mode. The remote service engineer (rse) and the customer performed a troubleshoot together. The customer stated that the accept button does press down but the unit did not go into service mode. The customer requested the part number of the switch printed circuit board assembly (pcba). The rse provided the customer with the part number of the switch pcba to order and replace. The customer replaced the switch pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.